Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 analyzer (disk system). The initial result from the e411 analyzer was 4.54 miu/ml with a data flag. The patient had been transferred to another facility where the hcg result from an unknown method was 36000 miu/ml. The facility called the customer questioning the result of 4.54 miu/ml. The customer repeated the original sample on the e411 analyzer and the result was >10000 miu/ml. The sample was repeated with dilution and the approximate result was 36000 miu/ml. The customer repeated the sample on their e601 module with a result of 45385 miu/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The hcg + b reagent lot number was 709174 with an expiration date of 30-sep-2024.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The e411 analyzer serial number was (B)(6). A "no sample detected" alarm was observed on the alarm trace data. The field service engineer (fse) found that the sample in question was an aliquot from another tube into a false bottom tube. Precision testing was performed, and the sample sipper tubing and syringe fittings were checked. The customer performed successful qc. The investigation determined the event was due to a handling issue at the customer site. A false bottom tube was used to run the sample. It was not specified if the sample was run with a 13 mm sample disk tube adapter (sdta). Product labeling states: "on a disk system, false bottom tubes may only be used in conjunction with a 13 mm sdta."